Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the reported issue was reduced image quality; there was no failure of the system to emit x-rays. The clinical procedure was completed after a system restart. A philips field service engineer (fse) examined the system on site and system log files were analyzed. The analysis determined that the lower image quality was attributable to the selected fluoroscopy dose setting (¿low¿) combined with the chosen system geometry. No issue with the system was identified. At the time this complaint was received, philips did not have enough information to exclude a malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Investigation showed that the system emitted x-rays during the procedure, and that there was no issue with the system. As such, philips has determined this scenario is not likely to cause or contribute to death or serious injury if it recurs and has reevaluated the complaint as not reportable. The codes were updated based on the investigation outcome.